Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply. The unit passed all functional and safety tests per factory specifications, returned the iabp to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was plugged into a red outlet. The staff tried several different outlets; however, the pump screen still displayed the hybrid mode icon. The pump was locked and engaged on the cart but the pump still ran on battery; there was no ac power. No patient harm, serious injury or adverse event was reported.